Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative contacted the customer and learned that a tubing connector was not fully seated and disconnected and spilled water while the user was cleaning the device. The unit was powered off, filled with more water, and powered back on and received the reported error. The service representative asked the client to refill the unit with water and wait until the air was purged out of the system. Once this was done, the unit was turned back on and the error no longer appeared. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As an investigation was not performed, an exact root cause was not determined. However, it appears that purging air from the system after filling with water and before turning the device on resolved the issue. Issues resolved via phone support.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed an error code on the patient side during setup. There was no patient involvement.